Event description:
Reported events "sarcoidosis after adjustable silicone gastric banding- a report of two cases: obes facts 2009; 2:332-334 doi:10.1159/000235865". Event clarified as: "the pt developed postoperative deep venous thrombosis and was treated with low-molecular-weight heparin. ...the pt showed an enlargement of the mediastinum in x-rays. His "gp" sent the "pt" to a hosp specialized in pulmonary diseases where pulmonary sarcoidosis was diagnosed. Treatment with corticoids in high doses was started,"... "Because of the pulmonary alteration and the corticosteroid and immunosuppressive treatment of the pt, a removal of the band and/or a conversion to a malabsorptive procedure was not undertaken."... "From a surgical point of view, we did not see any connection between the implantation of the gb and development of sarcoidosis until the 2nd case occurred in foreign country in 2007 and was reported." Second case refers to a non-allergan band. F/u results are still pending with the author of the article.

Manufacturer narrative:
Strain relief. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The reporter of the complaint was asked to indicate the product serial number, date of event, full implant date and provide more details regarding causality of the alleged events. The info has not yet been received by allergan. Inflammation and deep venous thrombosis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported events of surgical complications as follows: complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body.